Event description:
It was reported that the drill bit sometimes ran idle during a surgical procedure. It was further reported that threadlike material fell into the surgical site. No adverse consequences were reported.

Manufacturer narrative:
The product subject to this complaint was returned for evaluation. It was visually confirmed that the plastic material on the drill hub showed signs of wear. It was not possible to determine the root cause for the issue.